Event description:
Caller reported an issue with the pump display where only the bottom half was readable, affecting their ability to interact with the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for the pump to be replaced and instructed the caller on returning the problematic pump using a pre-paid label. Additionally, the customer was informed to use multiple daily injections (mdi) as a backup insulin therapy to ensure uninterrupted insulin delivery.